Event description:
(B)(4). Same patient as 2134265-2011-05559 and 2134265-2011-05558. It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis and chest pain. Lesion 1 was located in the mid right coronary artery with 75% stenosis and was 46 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using two overlapping taxus liberte stents (proximally 3.50 mm x 12 mm, distally 3.5 x 38 mm) with 9% residual stenosis. Lesion 2 was located in the 1st obtuse marginal with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.75 mm x 20 mm taxus liberte stent with 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with cardiac chest pain. The patient had focal in-stent restenosis of the previously placed taxus liberte stent in the mid right coronary artery. The vessel was treated with placement of a 3.5x12mm ion stent, with 9% residual stenosis. The 1st obtuse marginal had diffuse in-stent restenosis and was treated with placement of a 2.75x28mm ion stent with 9% residual stenosis. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).